Event description:
An undocumented number of incidents of irrigation tubing set disconnection and splitting. The customer reported that during cystoscopy procedures, the distal end of the tubing sets are becoming disconnected from the stopcock. There was no pt specific or event data provided. It was reported that on one occasion the surgeon and monitor were sprayed with an unspecified fluid. The reporter stated that when the distal end of the tubing set comes in contact with fluid, the distal end of the tubing becomes loose. This is especially noted to occur when the scopes are changed and the tubing is attached elsewhere. The tubing then splits approximately 1/4th of an inch along the longitudinal lines on the distal end of the set. There was no reported pt adverse pt event. Although requested, no additional info was provided.